Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced pump shut down with a continuous blank screen reading improper shutdown. The pump was not touched, the patient was en route to oregon heart and vascular institute (ohvi) and all information was deleted from infusion. The event occurred during patient transport to ohvi while clamped with heparin tubing. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.